Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported to bfarm: "patient underwent cementless htep implants in munich in 2018. After 2 years, the inlay broke for no apparent reason and was replaced by the same surgeon in munich. After another 2 years, the pe inlay broke again without any apparent cause. We performed a complete cup-inlay-head exchange on (B)(6) 2022."

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; the device associated with this report was received for analysis. Based in the visual examination of the part, the disassociation event could be confirmed. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted, causing the fracture and deformation on the rim of the device. Interlock feature edge of the liner denoted three ard tabs sheared off from the liner which is also evidence of the liner having disassociated from the cup. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot; a manufacturing records evaluation (mre) was not performed as lot number was not possible to be retrieved per device's damage. Corrected: h3.